Event description:
A nurse reported the cannula detached from the syringe during a procedure hitting the pt's lens and tearing the capsular bag. A vitrectomy was performed and an anterior chamber lens was implanted. The surgeon reported the event resolved following the treatment provided at that time.

Manufacturer narrative:
One syringe with the cannula was returned for eval. The locking collar was not returned for eval by this facility. A retest was performed after reassembly of the device which included fixation of the cannula with a locking collar. The test result was satisfactory; the cannula remained attached while emptying the syringe. It is written in the directions for use (dfu) to secure the cannula with the locking collar prior to use. When these instructions were followed the product and the retention samples tested performed as expected. Device history review indicated there were no remarks in the batch record that were related to this type of report. There have been no other complaints reported in this lot number. Additional info was requested on 02/25/2009 by phone, mail and fax. A completed questionnaire was received on 03/10/2009.